Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was being prepped for impella cp support and there was a priming issue with the pump. De-air was attempted with purge solution and visual purge solution out of outlet cage was not seen. Purge flow on automated impella controller was not there. The pump was replaced and the patient remained stable. There was no patient harm.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. The impella cp was returned for evaluation. Upon visual inspection, no damage on pump was observed. Pump was connected to a lab console and purged for approximately 15 minutes without issue. Purge was observed exiting purge gap when connected to console. Data logs at time of case start show that case start was completed and purge pressure and purge flows were gradually normalizing after case start. No purge or priming alarms noted. Pump was disconnected and reconnected to console and purge pressure was continuing to normalize. No issue with purge flow ticks noted on logs. Clinical details noted that pump was not priming correctly and no purge fluid was visualized at the outflow cage. Additionally, no purge flow was present on the aic. Upon review of the returned product and data logs, no problem was found with the pump during the case.